Manufacturer narrative:
On 29-dec-2015, a field service engineer (fse) replaced the sample needle and the g8 went through the start-up with no errors. The fse cleaned and lubricated the large syringe lead screw and guide rod, cleaned and lubricated the small syringe lead screw and guide rod, along with the z axis lead screw and guide rod. The column was replaced, (over 5400 injections), the calibration was run, and quality controls were within range. One hundred patient samples were run with no errors. The most probable cause of the reported event was a bad sampling needle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer called to report 706 large syringe errors, on their g8 analyzer. The sample needle was replaced in early december but the errors persists. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.